Event description:
Per the operative report, "endoscopic linear stapler/cutter misfired during laparoscopic appendectomy requiring a new stapler to be opened and used. Surgery completed as laparoscopic appendectomy."